Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, the patient was admitted to the hospital ICU after experiencing an intracranial hemorrhage sometime during the previous 1-2 days. Novottf therapy was discontinued on admission. The patient had been receiving anti-coagulation medication (warfarin, fondaparinux) for prior deep vein thrombosis which occurred prior to novottf therapy start. Inr was elevated at 9. Hemorrhage was localized to tumor area. On march 20 the patient was reported to be stable. As of (B)(6) 2013, the patient was still in the hospital receiving palliative care and novottf therapy had not been restarted.

Manufacturer narrative:
Novocure concurs with the prescribing md that the cause of the intracranial hemorrhage was anticoagulation therapy with associated supra-therapeutic inr and was not related to novottf therapy. Cerebral hemorrhage was reported as an adverse event in the pivotal phase iii recurrent gbm trial in the novottf therapy arm of the trial (1 percent in novottf therapy and 0 percent in chemotherapy arms, respectively). The one reported event of cerebral hemorrhage in the novottf therapy arm of the trial was not considered to be device related by the investigator. Intracranial hemorrhage is a known complication of the underlying disease. (Recurrent gbm).